Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd). This was manifested by abdominal pain and cloudy effluent fluid. The patient was treated with intra-peritoneal (ip) cefazolin (1g daily) and ceftazidime (1g daily) for 15 days. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from this event. No additional information is available.

Manufacturer narrative:
(B)(4). The treatment of antibiotherapy with cefazolin and ceftazidime was discontinued. The patient recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.